Event description:
The physician inserted the guide catheter into the pt. The guide catheter was being removed and the shaft kinked. The physician attmepted to remove the gudide catheter and the shaft then separated. The physician inserted a snare to remove the separated section of the guide catheter and was successful, however the pt suffered a massive retroperitoneal bleed. The pt was sent for a surgical procedure and remains intublated in the intensive care unit.